Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in hospital for unrelated procedure. Upon interrogation, the right ventricular lead exhibited noise which caused pacing inhibition. Programming changes were made. The patient remained asymptomatic after the intervention.